Manufacturer narrative:
The user reported discrepancies between bg and sg readings. Review of the examples provided by the user and the sensor data available in the data management system (dms), indicated that there were some variability in the sensor values but could not be attributable to a definitive root cause. As a proactive troubleshooting measure, customer care recommended a sensor-relink to allow the system to reinitialize and correct any potential calibration misalignment. Post re-link, additional monitoring showed that bg values met sg trends well, with occasional differences due to the initial post-insertion period ("early wear time"), which is described in the user guide and supported by clinical performance data as an expected phase of sensor stabilization. The user was educated about this adjustment period and advised to continue using the system, entering any additional calibrations as prompted by the system and to enter calibrations when glucose trends were not changing rapidly. The user was informed that the system is expected to improve following stabilization and to call back if the issue persists for further troubleshooting. The user agreed with this assessment. As per the data management system (dms) review, the system remained in active use with up-to-date information.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from blood glucometer measurements. No injury or medical intervention was reported.